Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Possible adverse effects, states loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity. Following review, no new risks were identified. Literature: mokka, j, makela, k.t., virolainen, p, remes, v, pulkkinen, p, & eskelinen, a. (2013) cementless total hip arthroplasty with large diameter metal-on-metal heads: short-term survivorship of 8059 hips from the finnish arthroplasty register. Scandinavian journal of surgery 102: 117¿123, 2013. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of a journal article titled, "cementless total hip arthroplasty with large diameter metal-on-metal heads: short-term survivorship of 8059 hips from the finnish arthroplasty register". A review of the article identified 119 conventional cemented tha patients that underwent a revision due to aseptic loosening of both components¿ stem and cup. There has been no further information provided and the patient outcome is unknown.